Manufacturer narrative:
(B)(4). Batch number ==> r57r33. Investigation summary ==> the analysis results showed that one ecr60d reload (b) was received fully fired, with the pan detached from the cartridge. In addition 11 drivers missing from the cartridge. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device could not fire. During the radical resection of low rectal cancer, could not fire with ecr60d. Another reload was used to continue the surgery, but the event re-happened. Changed the third reload to complete the surgery. There were no adverse consequences to the patient.